Event description:
It was reported that the patient had an inappropriate therapy episode due to oversensing. The patient has an implanted leadless pacemaker (the device is included in the modular atp ide) which received a command from this subcutaneous implantable cardia defibrillator (sicd) to provide anti-tachycardia pacing. Technical services advised to bring the patient in and check if the other sensing vectors in the sicd are better. There were no additional adverse patient effects. The system remains implanted.